Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 177 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the battery tube, motor, and vibrator assembly. No button error alarm could be verified due to the blank display. The insulin pump was received with a protruded and loose drive support disk, scratched case, scratched reservoir tube window, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.